Event description:
It was reported that device displayed sensor not active during the sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)